Event description:
It was reported that during PICC placement, guidewire became tangled while in vessel. After several minutes of trying to remove guidewire, the wire unraveled and became separated leaving a few mm piece in patient. Patient was taken to operating room where a surgical cutdown was performed. Piece was removed successfully. There were no patient complications reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if more information becomes available.